Event description:
Reportedly, external defibrillation shocks were applied to the pt because ventricular fibrillation (vf) occurred. The defibrillation paddle was placed on the right side, which was the same side of pacemaker pocket. There was burn like trace around pacemaker pocket area; however, it was unk if the trace was due to the defibrillation shocks or not. The pt died because the vf was not terminated. When the device was interrogated after the defibrillation shocks, lead's impedance was under 250 ohm and battery impedance was 1.05 kohm. When the device was interrogated again after pt's death, lead impedance was fluctuating from <200 ohm to >3000 ohm and battery impedance was around 3 kohm. The device was explanted and will be returned for analysis.

Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the unites states. Analysis is pending.